Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected. H6 investigation conclusion: 4316 - the concluded cause is not adequately described by any other term

Event description:
It was reported that no readings occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of no readings is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.